Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A repeat procedure was performed an the device is expected to be returned for evaluation.

Manufacturer narrative:
(B)(4). During investigation, it was noted that the device had blood and tissue on it. Evaluation summary one delivery system and one capsule were returned to medtronic for evaluation. The capsule was not attached to the delivery system. The trocar needle was advanced. There was signs of tissue and blood. The delivery system was not bent and the plunger was not broken. The emergency release was not implemented. The delivery system did not have any visible damage. As such, the investigation concluded that the bravo delivery system was without damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.